Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent e-mail stating the tampon strings would fall apart and the string ripped out. No injury was reported.